Event description:
When transporting resident over shower stall threshold, the pvc piping above the wheel broke resulting in a wheel falling off the shower chair. No injuries were sustained by the resident.